Event description:
It was reported that the customer was experiencing high blood glucose for (B)(6). The blood glucose reading at time of call was 310 mg/dl. The mother also stated that the insulin pump alarmed motor error. Troubleshooting was performed. The programming on the device was correct. Ran a fixed prime test and the insulin pump passed the test. Performed a high pressure test and the test failed twice. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.